Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed no delivery. The tubing had something inside. He did not hear the alarm but saw it on the insulin pump. The week before, the insulin pump alarmed no delivery as well and his blood glucose level went up to 472 mg/dl. The alarm was resolved with a complete set change. He was unable to troubleshoot at the time of call. The device was not returned.